Event description:
The manufacturer received information alleging two (2) ventilator service required error codes were found on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center. During evaluation, 2 ventilator service required error codes, o2 flow railed low and obm valve failure, were observed in the device's error log. The oxygen blending module (obm) harness and obm subassembly had caused these 2 error codes to occur on the device and were replaced to resolve the issue. The root cause is confirmed at this time. Additionally, unrelated to the reportable malfunction, an error code, o2 pressure railed, was found in the log. The obm harness and obm subassembly replacement also addressed this error. The system printed circuit assembly (pca) was replaced to address two additional nonreportable error codes, evt_voltage_3vs3, and evt_voltage_5vs2 fail. The air inlet foam filter was replaced for it was missing from the device. The device passed all final testing.